Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. The photographic evidence only shows the device¿s serial number and manufacturing date, with no visible damage to verify the reported issue. Based on the available information ¿ including the returned device (if applicable), photographs, event description, and field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to wear-and-tear damage sustained over time during field use. The device¿s manufacturing date is 2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-dec-2025, a sales representative reported via (B)(4) that an ar-6480 dw arthroscopy pump produced fluctuation and jumping between pressures during cases. No patient was affected. On 15-dec-2025 additional information was received. Per the rep, the machine was dropping out of the 40-45 range. It would constantly drop to the 25-30 range throughout the case, which affected the surgeon's visualization. He confirmed that arthrex tubing was being used with the pump, but he would have to look into the lot #s. The pump was set to the default knee or shoulder settings depending on the case. The complaint pump was used to complete the procedure, with different reps present each time.